Event description:
Prior to a laparoscopic gastric band procedure, the nurse was putting the handpiece on the device and the device broke before the patient was in the room. It broke where the inside piece of the device is now stuck to the handpiece. Used another like device to complete the procedure. There was no patient consequence.